Manufacturer narrative:
Device evaluation summary: the reported issue of noise and becoming partially decoupled was not verified during service of the bio-console base. Service technician checked device and confirmed there are no issues from the base. Preventive maintenance was performed per specifications and instrument was returned back to customer ready for use. Conclusion: complaint not confirmed for the reported issue of noise and the pump becoming partially decoupled during service of the bio-console base. Service technician checked device and confirmed there are no issues from the base. Preventive maintenance was performed per specifications and instrument was returned back to customer ready for use. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. Note: per supplemental IFU part number extended use was deemed to not produce undue risk. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, after 12 days of running, the centrifugal pump started to make noise and became partially decoupled. It was noted that the patient was desaturating. After re-coupling, flows got better but the some noise remained. Patient sat dropped to 30% at lowest. Once the pump system was changed, sat came back up and stabilized. Bio-console hand crank was not needed. Patient status was described as injured and recovered. Additional information: the patient did not receive anticoagulation therapy. The allegation is against the disposable (ap40). There was also a suspicion of thrombus in the pump.

Manufacturer narrative:
B5: additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. The event involving the centrifugal pump cbap40 was reported separately in report #2184009-2020-00062. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the allegation is against the disposable cbap40 only, not the bio-console instrument.